Event description:
On the conclusion angiogram, in the region of the contralateral iliac leg graft, there appeared to be a leak and perforation of the left common iliac artery. The molding balloon was placed in the region of the extravastion and inflated. However, there was no change in the patient's condition. At that time, the physician thought that there might be a leak in the fabric of the contralateral iliac leg graft or perhaps a type I distal endoleak that was not being seen. After the balloon was deflated, a retrograde angiogram was performed and the leak was not noted. The physician then decided to place another iliac leg graft with the contralateral iliac leg graft in order to extend the seal antoeher 4-6mm and create more radial force in the limb at the level of the previously seen extravasation. Another completion angiogram was performed, with no visible signs of the leak. No patient complications resulted.